Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in 2 separate inappropriate shocks to this patient. Technical services (ts) discussed needing to try to reproduce the noise. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in 2 separate inappropriate shocks to this patient. Technical services (ts) discussed needing to try to reproduce the noise. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in 2 separate inappropriate shocks to this patient. Technical services (ts) discussed needing to try to reproduce the noise. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that additional episodes occurred with oversensing resulting in inappropriate shocks. Ts discussed this was possible sense b oversensing. This patient received a concomitant leadless dual pacemaker in which low r wave amplitude was observed. Ts recommended defibrillation threshold (dft) testing however the physician opted not to.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in 2 separate inappropriate shocks to this patient. Technical services (ts) discussed needing to try to reproduce the noise. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that additional episodes occurred with oversensing resulting in inappropriate shocks. Ts discussed this was possible sense b oversensing. This patient received a concomitant leadless dual pacemaker in which low r wave amplitude was observed. Ts recommended defibrillation threshold (dft) testing however the physician opted not to. Additional information was received that this s-ICD was explanted and replaced with a non boston scientific device. This s-ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in 2 separate inappropriate shocks to this patient. Technical services (ts) discussed needing to try to reproduce the noise. This s-ICD remains in service at this time. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. Additional information was received that additional episodes occurred with oversensing resulting in inappropriate shocks. Ts discussed this was possible sense b oversensing. This patient received a concomitant leadless dual pacemaker in which low r wave amplitude was observed. Ts recommended defibrillation threshold (dft) testing however the physician opted not to. Additional information was received that this s-ICD was explanted and replaced with a non-boston scientific device. This s-ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported. The device has been returned and analyzed.